Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt experienced fluid accumulation and swelling of the knee after using stimulation. In addition, the reported knee is associated with the current pain pattern. The pt would like have the scs system explanted.